Manufacturer narrative:
Review of pump data showed that a bolus request was made and pump recommended bolus size of 12.36 units. Due to customer's max bolus setting (12 units), that is the amount of insulin delivered. Insulin on board (iob) diminished to 0 units. The pump log recorded a low bg level of 42 mg/dl. Customer may have miscalculated carbohydrates for food bolus. Data showed that user inconsistently inputs bgs during a food bolus request, so the pump cannot recommend an adjustment, if needed. In addition, data showed the user declined the pump recommended adjustments. Conclusion: there is no evidence of product malfunction related to the low bg.

Manufacturer narrative:
On (B)(6) 2016: follow up with customer indicated that the issue was continuing; however, customer stated that he was preoccupied and could not elaborate. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump insulin on board (iob) was 6-7 units. Customer input grams of carbohydrates and blood glucose values. Customer reported that iob did not diminish the amount of insulin he should receive for the correction portion of the bolus. Customer reported this occurred intermittently, and at first, the customer did not edit the recommend dosage and delivered the suggested carb/correction bolus. Customer's blood glucose level was impacted (60's mg/dl). Customer drank juice boxes to treat low bg levels. Pump data was reviewed by tandem technical support and the reported issue could not be confirmed.